Event description:
Slow blood return; nurse reports several 20 gauge IV's (only 20g) they have used with starts this week from the same lot are associated with no blood return when entering the vein. Several times they did not get immediate blood return and thought they were not in the vein but then after keeping the catheter needle in the same place for a few seconds or more, they eventually got slow blood return. The IV catheter would then thread into the vein without difficulty and flush confirmed proper IV placement. In a couple instances the nurse was not certain that she was in the vein due to delayed blood return and pulled the catheter out, discarded it, and the patients had to be stuck again. Once they figured out that the blood flash was slow they reported the problem to me. No device has been saved yet for inspection.